Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red 43 reperfusion catheter (red43), a penumbra system red 62 reperfusion catheter (red62), and a guidewire. It should be noted that the patient¿s anatomy was excessively tortuous. During the procedure, the physician advanced the red43, the red62, and the guidewire to the clot. It was reported that the physician experienced resistance while advancing the guidewire through the red43. After completing a pass using the red43 and the red62, the physician decided to remove the red43 from the patient. While retracting, the physician experienced resistance, and the red43 became stuck in the red62. It was noticed under fluoroscopy that the red43 was stretched and fractured at the mid to distal length. Therefore, the red62, and the red43 were removed together successfully. The procedure was completed using a new red43, a new red62, and a new guidewire. There was no report of an adverse effect to the patient.